Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarm and had large scratches which was hard to watch sometimes. The customer's blood glucose value was unknown. The customer also reported that the insulin pump had time anomaly and cosmetic damage to insulin pump. The insulin pump will not be returned for analysis.